Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
On (B)(6) 2013, an ocd field engineer (fe) arrived at the customer site. The fe could not recreate problem by performing splld checks. The fe checked the holding force of all plunger clamps and they were all within specification. The fe inspected x-arm and observed no problems. The performed splld checks successfully. No repairs needed. The instrument is operating as expected